Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 7300tfx pericardial mitral valve was disabled after an implant duration of five (5) years, 11 months due to mitral stenosis. The patient was admitted for cardiogenic shock. The tmvr procedure was performed with a 9600tfx 29mm transcatheter valve. The patient was discharged on pod #2.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.